Event description:
It was reported the patient presented to the emergency room because of the shortness of breath and chest pressure. The implantable cardioverter defibrillator delivered a shock while the patient was at the emergency room. At this point the therapy was believed to be appropriate. The patient was admitted and medication was administered. The patient was stable afterwards on (B)(6) 2017.